Event description:
Customer stated "there is a weld broken underneath the seat on the right-hand side of the wheelchair".

Manufacturer narrative:
It was reported that the crossbar on the wheelchair was not functioning as intended ("there is a weld broken underneath the seat on the right hand side of the wheelchair"). There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.